Event description:
Customer using accu-chek advantage system. Customer reports discrepant results. Customer did back to back testing on the same meter with results of 384 mg/dl, 146 mg/dl, 163 mg/dl. Location of testing was not provided. Customer did not take actions based on result. No treatment was provided based on result. No control info was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: meter, accu-chek comfort curve test strips lot#549544, exp date #03/31/2008.

Manufacturer narrative:
The suspect device is the comfort curve test strips.